Manufacturer narrative:
The factory has not yet recieved the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the unit's display would not come up. There was no report of patient involvement.